Manufacturer narrative:
The received pod was found to have deep cracks on top housing and internal corrosion. A source of internal leakage was found on the unexposed portion of soft cannula. This caused the corrosion inside the pod. Also, reservoir cap was observed to be damaged and plunger head was found misaligned inside reservoir. The fluid in the reservoir could easily leak around the plunger head to the reservoir top. But it could not determined when the reservoir cap damage and plunger misalignment occurred. The formed needle was visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing, causing the formed needle to not fully retract. The extracted formed needle did not made any tear on the soft cannula. Cracks on the top housing were observed to be deep enough to allow fluid to enter the pod from outside. But it could not be determined when this damage occurred. The bottom and the middle batteries were found to be depleted and so, the pod data download was attempted by powering the pcb using external power supply. But the pod did not communicate with the pdm and data could not be downloaded. No determination on insulin delivery during the pod's operation could be made without the download data. During manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 25.1 mmol/l (451.8 mg/dl) while wearing the pod on the arm between 4 and 24 hours. Hyperglycemia treated with bolus (unspecified).